Manufacturer narrative:
The subject device was discarded by user facility and could not be returned. The exact cause of the user's report could not be conclusively determined. However, omsc was informed that the user facility's opinion was that excessive force was applied to the basket by the surgeon. Therefore, omsc considers that it was too hard to crush calculus. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during crushing calculus using this device and bml-110a-1, the wire snapped after only minimum pressure had been applied at the handle end of the device. The basket and calculus were left impacted in the pt. The pt was left in some distress and discomfort as the procedure had to be abandoned with the wire exiting his mouth. The pt had to be referred for surgical to remove of the wire and calculus. No further info is available on the pt.